Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged blank display, failed battery test alarm, and cosmetic damage (damaged battery compartment) found on (B)(6)2021. Device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms were found in the history files or traces for the event date. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6)2021 at 18:03:00, replace battery alarm on (B)(6)2021 at 03:34:00, power loss alarm on (B)(6)/2021 at 03:55:26, 03:55:38, insert battery alarm on (B)(6)2021 at 03:43:34, 03:53:00. No unexpected low battery, replace battery, power loss, nor insert battery alarms during testing. The following were noted during visual inspection: cracked case on corner of belt clip rails. In summary, insulin pump passed required testing. Customer allegation for cosmetic damage (damaged battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Customer alleged for failed battery test alarm was not confirmed. Customer allegation of blank display was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was completely off. Customer stated they received low battery warning twice but forgot to change battery and they tried 10 times but none of the batteries worked. Customer stated display was not blank for less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. Customer stated that they tried to insert new battery, but display did not return. Customer stated crack at the back of battery chamber. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.